Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the returned product noted: that the trocars, cannulas, circular and envelope seals appeared intact. The radially expandable sleeve was not received. The obturators were received inserted into the cannulas, prolonged insertion can cause the envelop seals to become stretched. Pmv performed functional testing, the devices passed an air leak test. The cannula tips were checked with a 221. Pin gauge and was in spec. A device were used to test for resistance by inserting and removing into the cannulas. No resistance was noted. The trocar was opened to examine the duckbill, a minimal amount of lube was noted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve procedure, both trocars had a very tight inner diameter and a 5 mm grasper could not be passed sufficiently down the trocar. The tech opened two new trocars to complete the procedure. There was no patient injury.

Manufacturer narrative:
This report 9612501-2018-02013 was sent in error as a duplicate for MFR report number: 9612501-2018-02022, any additional information received in the future will be captured and submitted under the report number 9612501-2018-02022 if information is provided in the future, a supplemental report will be issued.